Event description:
A pt who is a chronic smoker, who has a history of chronic cough and who uses an inhaler, underwent an enteryx procedure in 2004. The pt reported chest pain and shortness of breath following the procedure, and was admitted to the hosp on the following day for pain relief and observation. After admission, the pt was reported to have left sided infiltrate/pneumonia and bilateral pleural effusion. There was no evidence of perforation on the CT chest and barium swallow. The pt's white blood count was 23000, with a predominance of neutrophils. The pt was started on antibiotics. The sputum culture came back as negative. The pt's blood count did come down, however to 13000, as reported the 3rd day. The pt was discharged 3 days later, after the event was resolved. According to the pt's physician, the pt's condition was labeled as reactive pleuritis. These problems were reported to be resolved at the time of discharge. At the pt's four week follow-up visit, the pt was reported to have some discomfort related to gerd symptoms.